Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with a pre-operative diagnosis of cervical fracture. It was reported that after the first surgery, the patient developed neurologic symptoms and underwent a revision surgery the next day to remove the four screws of the first surgery. The products have been implanted in the patient, and the larger diameter screws have been used during the secondary revision surgery. The size of the screw implants that were implanted during the revision surgery was with diameter of 4.5. The second revision surgery was performed within 24 hours after the first surgery, and these screws can no longer be used. There was no device breakage and product utilized correctly according to the directions given in the IFU/labeling. No further complications were reported.

Manufacturer narrative:
H3: analysis summary: visual and optical inspection of part # 9790315 lot # h5565244 did not reveal any damage to the threads of head of the screw. Dimensional inspection confirmed the screw was made to print. The screw appears to function as intended. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.